Manufacturer narrative:
See MDR 1920664-2007-01442 for deliver device used with this lens.

Event description:
The lens was not loaded correctly in the delivery device and the dr did not implant the lens. Another lens was used to complete the procedure.